Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race: caucasian.

Event description:
It was reported that a primary infusion of insulin human (myxredlin) 100 units per 100ml of 0.9% sodium chloride was started on (B)(6) 2020 at 1830 and programmed at a titrated rate based on the insulin sliding scale. The infusion run at 2 units/hr on (B)(6) 2020 from 0449 until approximately 0622, when the nurse paused the drip due to the patient's blood glucose level and the remaining volume would have been approximately 72ml (about 75% of the bag). At 0730, the pump alarmed "infusion complete" and the bag was found empty. It is believed that the device overinfused 70ml of insulin. The event caused the patient to become significantly hypoglycemic as evidenced by a point-of-care fingerstick glucose of 35 mg/dl and hypotensive with mean arterial pressure (map) as low as 48 mmhg. A dose of dextrose 50% was administered to the patient followed by an infusion of dextrose 5% in water at 100ml/hr. The patient was then started on norepinephrine at 0.02mcg/kg/min. It was then reported that when the restore key was pressed, the pump module showed a rate of 50ml/hr with volume to be infused of 50ml. The volume infused was 78.23ml.

Manufacturer narrative:
Additional info: d.11. The customer¿s reported complaint of an over infusion of insulin was confirmed. Based on a review of the logs, on (B)(6) 2020 the insulin infusion is restored and started at 1:58 am with a pvi at 18.1ml. At 4:19 am, the user changes the dose to 2 units (rate 2ml/h) and starts the infusion until the unit is channeled off at 6:24 am recording a pvi of 27.41ml. The over infusion occurs when the user programs a basic infusion at 6:25 am with a rate of 50ml/h and completes after an hour at 7:25 am, recording a pvi of 78.23ml. Test results from the over infusion test method performed on the source device, consisting of a 1-hour rate accuracy test confirmed the pump module is within specification and operating as intended. Customer¿s incident administration set showed no leaks, damage or any other anomaly that may have attributed to the reported incident. Results from the administration set¿s silicone segment measurements found the set within specifications. The root cause of the customer¿s of an over infusion of insulin was determined to be a result of a programming error when a 50ml/h basic infusion is performed. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 27nov2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 08sep2020 and indicated that this device has been returned to service. On 19aug2019, the unit was returned for the bezel post recall and completed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a primary infusion of insulin human (myxredlin) 100 units per 100ml of 0.9% sodium chloride was started on (B)(6) 2020 at 1830 and programmed at a titrated rate based on the insulin sliding scale. The infusion run at 2 units/hr on (B)(6) 2020 from 0449 until approximately 0622, when the nurse paused the drip due to the patient's blood glucose level and the remaining volume would have been approximately 72ml (about 75% of the bag). At 0730, the pump alarmed "infusion complete" and the bag was found empty. It is believed that the device overinfused 70ml of insulin. The event caused the patient to become significantly hypoglycemic as evidenced by a point-of-care fingerstick glucose of 35 mg/dl and hypotensive with mean arterial pressure (map) as low as 48 mmhg. A dose of dextrose 50% was administered to the patient followed by an infusion of dextrose 5% in water at 100ml/hr. The patient was then started on norepinephrine at 0.02mcg/kg/min. It was then reported that when the restore key was pressed, the pump module showed a rate of 50ml/hr with volume to be infused of 50ml. The volume infused was 78.23ml.